Event description:
On (B)(6) 2013, it was reported that the language could not be set to (B)(6). When attempting to do so, the user could not hit the 'ok' button. A hard reset succeeded in getting the device to work. Additional information was received that taking out the flashcard and placing it back in resolved the problem.

Manufacturer narrative:
.